Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
It was reported the patient experienced a fall on the floor and the scs lead broke as a result. Surgical intervention was taken and the lead was successfully replaced. Postoperative, the patient was stable and the issue was addressed.